Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 21:15:14. During night drain cycle three, the patient's ultrafiltration reading was 1124 ml, indicating the home patient (hp) drained 1124 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.